Manufacturer narrative:
Results: deformation problems; failure to follow instructions, it was reported that force was used in an attempt to advance the device. Conclusion: user error contributed to event, it was reported that force was used in an attempt to advance the device.

Event description:
Device evaluation: the hypotube was kinked at approx. 11.5cm and 42cm distal to the end of the strain relief. The balloon had not been inflated. The stent was not present on the balloon and was not returned. There was crimp/bake impressions visible on the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent dislodgement). Patient condition affected effectiveness of the device (lesion had 80 % stenosis, was calcified and the vessel was tortuous). No results available since no evaluation was performed (device or procedural images not returned for evaluation). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent dislodgement). Lesion morphology (lesion had 80 % stenosis, was calcified and the vessel was tortuous). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute 2.75 x 18 mm rx drug eluting stent. The target lesion in the mid cx had 80% stenosis, was calcified and the vessel was tortuous. A pre-dilatation was carried out using a sprinter 20 x 15 mm balloon. The endeavor resolute device was advanced using force but it could not pass the lesion. During the removal of the delivery system the stent dislodged in the femoral iliac. A resolute integrity stent was used to treat the lesion. Patient was good post procedure and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).